Event description:
The patient reports that the buttons have been sticking for past few months. The patient states that all of the buttons are sticking, and must press hard or several times before they function.

Manufacturer narrative:
Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.